Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon was asymmetrical and urine leaked along the catheter. The asymmetrical balloon occurred upon removal of the catheter. There was allegedly no tear that caused the catheter to leak urine.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Visual evaluation of the returned sample noted one opened (no original packaging present), used silicone catheter present. Visual inspection noted no obvious defects along the surface of the catheter. Catheter balloon was inflated with 10ml of methylene blue solution (3 drops 1% aq methylene blue per 100ml of distilled water) and the balloon concentricity was observed to be 70:30. 70:30 was within the maximum allowable balloon concentricity of 70:30 as, therefore the catheter was considered to be within specification. A catheter tip syringe was then filled with 60ml of methylene blue solution and inserted into the drainage funnel of the catheter. Flow was observed in the direction from the funnel end to the drainage eyes along the length of the catheter. No leaks were observed along the shaft of the catheter. Catheter distal end was then inserted into a leg bag full of methylene blue solution. Flow was observed in the direction from drainage eyes to funnel and no leaks were observed along the catheter shaft. Active length of the catheter balloon was measured (0.6445) and found to be within specification (0.6" - 0.9"). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿lubri-sil i.c with bard® hydrogel and bacti-guard®* silver alloy coating 100% latex-free temperature-sensing 400-series foley catheter catheter shaft made of 100% silicone elastomer 100% latex-free warning: on catheter, do not use ointments or lubricants having petrolatum base. They will damage silicone and may cause the balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Sterile unless package is opened or damaged. Single patient use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Warning: this product should never be connected to the temperature monitor or connected to a cable during an MRI procedure. Failure to follow this guideline may result in serious injury to the patient. It is important to closely follow these specific conditions that have been determined to permit the examination to be conducted safely. Any deviation may result in a serious injury to the patient. Catheters should be replaced in accordance with the cdc guideline ¿guideline for prevention of catheter-associated urinary tract infection¿. At the onset or first signs of a urinary tract infection, catheter encrustation, or any other catheter-related adverse effect, the catheter should be replaced. Caution: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone balloon foley catheters. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Note: compatible only with the bard criticore monitor, bard urotrack 224 monitor, and other 400-series temperature monitors. Interchangeability + 0.2oc at 37oc caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors, and probe damage may occur. Do not stretch catheter. This will cause repositioning of probe. Do not use stylet. This will cause stretching of catheter. Recommended inflation capacities 8 fr. And 10 fr. (3cc balloon): use 3.5cc sterile water 12 fr. (5cc balloon): use 5.5cc sterile water 14 fr. And larger (5cc balloon): use 10cc sterile water do not exceed recommended capacities. Bard, lubri-sil , and the i.c. Logo are registered trademarks of c. R. Bard, inc. Or an affiliate. *bacti-guard® silver alloy coating is licensed from bactiguard ab. Bacti-guard is a registered trademark of bactiguard ab."

Event description:
It was reported that the balloon was asymmetrical and urine leaked along the catheter. The asymmetrical balloon occurred upon removal of the catheter. There was allegedly no tear that caused the catheter to leak urine.